Event description:
It is reported that the pt underwent left knee replacement in 2007. During a radiographic evaluation for surgery on contralateral knee in 2008, the surgeon discovered that the taper plug had disengaged from the tiba on the left knee. The taper plug is still partially in the tibia plate and is being held in place by anatomy. The pt is not showing any symptoms or discomfort. The surgeon is not planning on doing anything unless the pt begins to experience symptoms.

Manufacturer narrative:
Evaluation summary: it is possible that the taper plug was not properly impacted/seated to the tibia plate during implantation and subsequently, it loosened and got detached from the tibia plate. However, the cause cannot be definitively determined. Evaluation: no product,or x-rays were returned. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.